Event description:
Same case as 2134265-2014-04575 and 2134265-2014-04574. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with an unknown imaging catheter and a sled. During the procedure, when the pullback function was activated the mdu5 did not pullback and lcd display was normal. No patient complications was reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).